Event description:
Customer reported that a discordant folate result was generated by the advia centaur xp system for a single patient sample. The result was not reported out of the laboratory. The sample was retested and yielded a result within expectations. The retest result was reported to the physician. Quality controls were within specification at the time of event. There were no reports of adverse health consequences or known patient intervention due to the discordant folate result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument, the fse determined that the cause for the discordant folate result was a faulty photomultiplier tube (pmt) the fse removed and replaced the faulty pmt. The instrument is performing within specifications. No further evaluation of the device is required.